Manufacturer narrative:
On (B)(6) 2017 a field service engineer (fse) found debris in the loader opto sensor. The fse cleaned the loader opto sensor and ran a rack rotation test with no errors. The aia-900 instrument was functioning within specifications. On (B)(6) 2018 a field service engineer (fse) attempted to run patient samples, but obtained 4017 spec.sy clog detected error message on the first sample. The fse replaced the 2-way solenoid valve and reran patient samples without any errors. The fse ran daily check followed by quality controls, all passed. The aia-360 was performing within specifications; no further action was required. A 13-month complaint history review and service history review for similar complaints for the aia-900, serial (B)(4), was performed from 09-dec-2016 through (B)(6) 2018. There were two (2) similar complaints identified during the search period, which includes this event. The aia-360 operator's manual under section 7-1: list of error messages, states the following: 4017 spec.sy clog detected. Description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The most probable cause of the reported event was due to a faulty 2-way solenoid valve.

Event description:
On (B)(6) 2018 a customer reported receiving 4017 spec.sy clog detected error message on the aia-360 instrument. The customer is unable to run, which caused a delay in reporting of patient results for estradiol (e2) and beta human chorionic gonadotropin (bhcg). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a

Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints for the aia-360, serial number (B)(4), was performed from (B)(6) 2016 through (B)(6) 2018. There were two (2) similar complaints identified during the search period, which includes this event.